Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after a right hemicolectomy procedure, the patient had a bleed at the site (intraluminal bleed). Surgeon reoperated on the patient and resutured the area. One device was discarded.